Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the non-tortuous and moderately calcified superficial femoral artery. A 6.0 x 200mm, 90cm ranger paclitaxel-coated pta balloon catheter was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem and replaced for another of the same device to complete the procedure. There were no patient complications reported.